Event description:
Pt revised to address loose tibial component that had collapsed into varus.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd the investigation will be re-opened.